Event description:
It was reported that the device was explanted due to dehiscence. Reportedly, there was nothing wrong with the valve. The surgeon indicated that the device dehisced due to bad tissue in a very sick patient.

Manufacturer narrative:
Device not returned.